Event description:
It was reported that after procedure tka the surgeon did not notice the missing peg from the cutting block until postoperative x-ray (during the procedure the surgeon followed proper technique in placement and removal of the 4 in 1 cutting block). The procedure was completed without delay.

Manufacturer narrative:
H11: correction on b5.

Event description:
It was reported that after procedure tka the surgeon did not notice the missing peg from the cutting block until postoperative x-ray (during the procedure the surgeon followed proper technique in placement and removal of the 4 in 1 cutting block). Surgeon requests that all 5 legion primary sets at account receive new blocks. The procedure was completed without delay.

Manufacturer narrative:
Additional information based on the results of the investigation indicates that this complaint have to be reassessed in terms of reportability. The new information reveals that the device corresponding to this complaint belongs to a different set of devices than the one initially reported and also does not present any failure related to the reported event.